Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed an "incompatible defib/pacer version" message.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.